Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 7074434.

Event description:
It was reported that the patient had inadequate stimulation due to impedances on the leads. The physician believed the leads linked at the end near of the battery and fractured the contacts of the leads. The patient underwent a lead replacement procedure and was doing well postoperatively.